Event description:
It was reported, on (B)(6) 2000, the patient underwent aortic valve replacement with a 23 mm medtronic mosaic tissue valve for aortic regurgitation due to active infective endocarditis with eosinophilia. On (B)(6) 2010, the patient underwent a re-do operation due to an increased peak gradient, a damaged cusp, and svd. This 21 mm sjm mechanical valve was implanted. Postoperatively, the patient was doing fine until he visited the hospital for follow-up on (B)(6) 2010. At that time, white blood cells and eosinophils were found to be increased, but there was no remark of inflammation. The patient was treated with medication. On (B)(6) 2010, the patient was admitted for shortness of breath and an echocardiogram revealed an elevated gradient and the leaflets were stuck due to vegetation-like tissue. The valve was explanted and replaced with a 21 mm magna valve on (B)(6) 2010. Postoperatively, the patient was recovering but with decreased renal function.